Event description:
Hamilton medical ag received event description: quotation from the reporter: "the machine wasn't blowing air- disconnection message. The machine didn't even breathe the test lung." The event did not occur during the ventilation of a patient. This issue resulted in a delay in treatment, however, this did not cause any problems for patient.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Therefore, the UDI field (in d4) was left empty. Investigation ongoing.

Manufacturer narrative:
Follow-up 1: device evaluation the log files for the reported incident were not available for analysis. The issue occurred during start-up. No harm to the patient was reported. According to the customer, the device displayed a ¿disconnection¿ message and failed to deliver airflow, stating that ¿the machine wasn¿t blowing air¿ and ¿didn¿t even breathe the test lung.¿ no additional information was received. An on-site investigation preformed by the engineer determined that the issue was due to improperly connected tubing. Because of this, the device couldn¿t start ventilation as it should. No components were replaced, as the issue was procedural and not indicative of a device malfunction. All preventive maintenance checks were performed and passed successfully, confirming that the device was fully functional and safe for clinical use. To prevent recurrence, additional clinical education was provided to the staff, focusing on the correct procedures for tubing connection and device operation. This training ensured that clinical personnel were fully informed on proper setup protocols. Following the completion of this training, the device was returned to use and was ready for operation. Based on the findings, the root cause of the event was identified as user error.